Event description:
The event was reported as: a leak was found because of cracks at two inflation lines prior to use. No pt injury reported.

Manufacturer narrative:
The sample has not been received for investigation at this time. The investigation is not complete at the time of this report. A f/u investigation report will be sent when completed.